Event description:
It was reported that the patient never had therapeutic effect. The day of surgery the manufacturer representative came and talked to the patient, but the patient couldn't understand them. The patient was discharged and was told to come back in 6 weeks, but it wasn't working. The patient's son was reading the material and the patient didn't know what to do because it was not working. The patient asked how the implantable neurostimulator (ins) could be adjusted if the health care provider (hcp) was miles away. The hcp said not to adjust the ins with the patient programmer. The patient called the hcp today and they hcp said they would call the patient back, but hadn't yet. Every time the patient stood up today they went to the bathroom and last night was bad. The patient's son was going to talk to the hcp. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial#: (B)(4), product type programmer, patient. Product ID: 3093-28, lot# va0ev5q, implanted: (B)(6) 2015, product type lead. (B)(4).